Event description:
Customer reported a cartridge alarm 20 issue occurring during the pumping process and causing difficulties when attempting to load a new cartridge. The customer¿s blood glucose level was recorded as "high," though an exact value was not provided. To address the high blood glucose, correction bolus via the pump was administered. Customer did not require third-party assistance and was not able to successfully resolve the issue themselves. Technical support assisted in attempting to load a new cartridge but the alarm continued, resulting in the decision to replace the pump. The customer planned to use manual injection for backup insulin therapy, and since the pump was out of warranty, they were advised to contact renewals for further assistance.